Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Return testing was not completed as returns were not available. The ticket trending review did not identify any related trends. A review of the device history record did not identify any non-conformances or deviations associated with the reagent lot 45628ud00. The overall performance of alinity total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of negative patient results obtained for the complaint reagent lot is comparable and within the established limits. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or product deficiency of the alinity total b-hcg reagent lot 45628ud00 was identified section g1 contact information was updated to reflect the current contact (B)(6).

Event description:
The customer reported a false positive alinity I total b-hcg result for one female patient while running on the alinity I processing module. The following data was provided: on 29aug2023, sid (B)(6): initial hcg result = 262.99 miu/ml; repeat result = < 2.0 miu/ml (reference range: < or = to 5.00 miu/ml is negative, > or = to 25.00 miu/ml is positive) there was no impact to patient management reported.

Event description:
The customer reported a false positive alinity I total b-hcg result for one female patient while running on the alinity I processing module. The following data was provided: on (B)(6) 2023, sid (B)(6): initial hcg result = 262.99 miu/ml; repeat result = < 2.0 miu/ml (reference range: < or = to 5.00 miu/ml is negative, > or = to 25.00 miu/ml is positive) there was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (provided complete sample ID as the characters exceeded the allowed spaces) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-30 that has a similar product distributed in the us, list number 7p51-21 / -31.